Event description:
The dealer reported that the joystick was not displaying the battery voltage. This issue could leave a user stranded because they cannot tell how much battery is left on the power chair.